Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for intravenous (IV) antibiotics after multiple courses of oral antibiotics did not improve their percutaneous lead infection. White blood cell count was 9.0, c-reactive protein was 17, and there was exudate from the exit site that required a dressing change twice daily. An abdominal ultrasound was performed which showed a small pocket of infection but there was not enough to drain. Advice was sought by microbiologist who stated it was unlikely to eradicate the infection. Infection was found to be pseudomonas aeruginosa. The patient was placed on the early transplant list and would remain inpatient until transplanted. There were no alarms for the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection as well as a direct correlation to heartmate3 lvas, serial number (B)(6), could not conclusively be determined. It was reported that despite previous driveline resite procedures and multiple courses of oral antibiotics, the patient continued to experience an ongoing driveline infection and they were admitted on (B)(6) 2020 to receive IV antibiotics. At the time of admission, the patient¿s white blood cell (wbc) and c-reactive protein (crp) counts were 9.0 and 17.0, respectively. Exudate from the exit was also noted which required twice daily dressing changes. An ultrasound of the area showed no collection. The issue was reviewed by an infectious disease consultant, and the decision was made to list the patient for urgent transplant. The patient would normally stay as an inpatient during this time to await transplant; however, due to covid-19, the decision was made for the patient to shield at his home. The patient continued to do twice daily dressing changes (due to amount of exudate) and visit clinic twice weekly for lvad coordinator review. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until experiencing further dl infection related issues on (B)(6) 2020 (captured under manufacturer's report # 2916596-2020-03519). The patient is currently on the transplant list and awaits transplant. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19apr2016 via customer order (B)(6). Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications the heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists all adverse events, including infection (local, driveline and pump pocket) that may be associated with the use of the heartmate 3 left ventricular assist system. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection and how to care for the driveline exit site, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.